Event description:
It was reported that the insulin pump was "acting out" and alarmed battery failed test. The customer experienced a low blood glucose reading of 3.3 mmol/l, which he treated with an insulin pen. The insulin pump was reported to turn off and could not be turned on; this event was recurring for the last few months. He also observed a greenish coat on the battery cap and inside the battery chamber. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube. Unable to verify failed battery test alarm and off no power alarm due to blank display. The device was received without original battery cap and had cracked display window corners, cracked reservoir tube lip and corrosion on the battery tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.